Manufacturer narrative:
Corrections: d9 - date returned to mfg null: na e1: ni's changed to na's the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported a conflicting result with the binaxnow covid-19 ag self test performed on (B)(6) 2024. The consumer tested with a single device. After the 15 minute testing period, the test returned a negative result. At the end of the 30 minute read time, the test generated a positive result. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a conflicting result with the binaxnow covid-19 ag self test performed on 12 sep 2024. The consumer tested with a single device. After the 15 minute testing period, the test returned a negative result. At the end of the 30 minute read time, the test generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The consumer reported a conflicting result with the binaxnow covid-19 ag self test performed on (B)(6) 2024. The consumer tested with a single device. After the 15 minute testing period, the test returned a negative result. At the end of the 30 minute read time, the test generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Corrections: h6 - codes modified. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.